Event description:
The customer reported that while running an human t-cell lymphotrophic virus I/ii assay, summit sample handler did not dispense into positions a10, a11, a12, b10, b11, and b12 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.